Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00580, 3005334138-2020-00528, 3005334138-2020-00529, 3008452825-2020-00582. At the end of the atrial fibrillation ablation procedure, an echography revealed a pericardial effusion. It was non evolutive and the patient left the lab without any intervention. The following day, a pericardiocentesis was performed and the patient was discharged in stable condition.